Event description:
The company received information that suggests that the balloon cuff leaked while in patient use. The patient was re-intubated and there was no harm nor serious injury reported. The customer reported that she will return the sample for investigation.